Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was broken after a spark occurred at 20 minutes and 45,000 joules of use. The case was continued using a second fiber. The fiber card was reported to have expired and would not permit further function. The case was completed by turp. Reportedly gland volume 60 ml. Pt or user outcome: "no damages to pt."